Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to report that additional event information was received on 17 september 2020. The additional information indicated that in the opinion of the principal investigator, the intracranial hemorrhage was related to the study procedure. The investigator reported that, ¿without recanalization a reperfusion bleeding under hypertension is unlikely. I do not see a device-related problem.¿ hemorrhage is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. Hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. Because of diminished autoregulation in vessels supplying the infarcted tissues, there is increased risk of hemorrhage upon return of normal blood flow. Review of the available information suggests that patient, procedural, and pharmacological factors may have contributed to this event, rather than the design or manufacture of the device. There was no report of any vessel trauma associated with the event. The patient was at risk for ich secondary to hypertensive crisis due to his pre-existing history of hypertension. The investigator reported that the hemorrhage was not related to the study device. The reportability of the file was also reassessed. Based on the information provided, the event no longer meets medical device reporting criteria. No further report will be forthcoming.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, race, and ethnicity were not provided. The phone and email address of the initial reporter are not available / reported. [Conclusion]: the adverse event was reported via the excellent study, the (B)(6) year-old male patient with a history of hypertension presented with an unwitnessed acute ischemic stroke on (B)(6) 2020 with nih stroke scale score (nihss) of 4 and an modified treatment in cerebral infarction score (mtici) of 0. The suspected origin of embolism was not entered in the case report form (crf). Intravenous tissue plasminogen activator (tpa) was administered at the time of the stroke presentation. The patient underwent an endovascular mechanical thrombectomy using a 5mm x 21mm embotrap ii revascularization device (et007521 / 20a048av) on (B)(6) 2020. The first pass made with the embotrap at the right m1 segment of the middle cerebral artery (mca) (2 min incubation) resulted in a mtici score of 0 with no clot retrieval. The second pass made with the embotrap at the right m2 segment (0 min incubation) resulted in a mtici score of 0 with no clot retrieval. The third pass was made with a 4mm x 20mm solitaire revascularization device (medtronic) at the right m2 (2 min incubation) and resulted in a mtici score of 2c with clot retrieval via the stent retriever. No further passes were made. The embotrap passes were made with an 0.021¿ headway® microcatheter (microvention-terumo) and a 0.070¿ sofia® plus intermediate catheter (microvention-terumo). There were no reported intraoperative complications or study device deficiencies. The patient experienced a life-threatening intracerebral hemorrhage (ich) on the following day, (B)(6) 2020. No intervention was performed, and the event resolved with sequelae. Per the principal investigator (pi), the event was possibly related to the study device and procedure. Modified information was received on 29 july 2020. The reported intracranial hemorrhage resolved with sequelae on (B)(6) 2020. The suspected origin of the embolism was cardioembolic. Additional event information was received on 29 july 2020, indicated that the intracranial hemorrhage was caused by hypertensive crisis. The patient was discharged to a rehabilitation facility on an unknown date. There was no report of intraoperative complications such as vessel trauma / injury / dissection that may have resulted in the reported intracranial hemorrhage. There was also no reported difficulty or resistance in crossing the clot. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20a048av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Hemorrhage is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. Hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. Because of diminished autoregulation in vessels supplying the infarcted tissues, there is increased risk of hemorrhage upon return of normal blood flow. Review of the available information suggests that patient, procedural, and pharmacological factors (i.e. Tpa) may have contributed to this event, rather than the design or manufacture of the device. There was no information provided to indicate a device malfunction or reason for considering the event to be possibly related to the device. The patient was at risk for ich secondary to hypertensive crisis due to his pre-existing history of hypertension. Since the investigator reported that the life-threatening ich was possibly related to the study device, the event meets MDR reporting criteria. The file will be re-reviewed if additional information is received at a later date. Reference: hemorrhagic transformation after cerebral infarction: current concepts and challenges ann transl med. 2014 aug; 2(8): 81. Doi: 10.3978/j.issn.2305-5839.2014.08.08. Additional information will be submitted within 30 days of receipt.

Event description:
The adverse event was reported via the (B)(6) study, the (B)(6) year-old male patient with a history of hypertension presented with an unwitnessed acute ischemic stroke on (B)(6) 2020 with nih stroke scale score (nihss) of 4 and an modified treatment in cerebral infarction score (mtici) of 0. The suspected origin of embolism was not entered in the case report form (crf). Intravenous tissue plasminogen activator (tpa) was administered at the time of the stroke presentation. The patient underwent an endovascular mechanical thrombectomy using a 5mm x 21mm embotrap ii revascularization device (et007521 / 20a048av) on (B)(6) 2020. The first pass made with the embotrap at the right m1 segment of the middle cerebral artery (mca) (2 min incubation) resulted in a mtici score of 0 with no clot retrieval. The second pass made with the embotrap at the right m2 segment (0 min incubation) resulted in a mtici score of 0 with no clot retrieval. The third pass was made with a 4mm x 20mm solitaire revascularization device (medtronic) at the right m2 (2 min incubation) and resulted in a mtici score of 2c with clot retrieval via the stent retriever. No further passes were made. The embotrap passes were made with an 0.021¿ headway® microcatheter (microvention-terumo) and a 0.070¿ sofia® plus intermediate catheter (microvention-terumo). There were no reported intraoperative complications or study device deficiencies. The patient experienced a life-threatening intracerebral hemorrhage (ich) on the following day, (B)(6) 2020. No intervention was performed, and the event resolved with sequelae. Per the principal investigator (pi), the event was possibly related to the study device and procedure. Modified information was received on 29 july 2020. The reported intracranial hemorrhage resolved with sequelae on (B)(6) 2020. The suspected origin of the embolism was cardioembolic. Additional event information was received on 29 july 2020, indicated that the intracranial hemorrhage was caused by hypertensive crisis. The patient was discharged to a rehabilitation facility on an unknown date. There was no report of intraoperative complications such as vessel trauma / injury / dissection that may have resulted in the reported intracranial hemorrhage. There was also no reported difficulty or resistance in crossing the clot.